Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/05/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing after linked to pump, water should to be filled half then started to circulate. But in this case water was filled fully. No circulation. No case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the arthroscopy pump.